Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that they removed the hand-switch and the system functioned as designed. The hand-switch was then replaced by the representative. The imaging system then passed the system checkout and was found to be fully functional. The suspect hand-switch was returned to the manufacturer for analysis. The hand-switch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, when starting up the imaging system, the imaging system would not pass the "initializing please wait" prompt. Remote desktop found that the motion controllers were not starting up. Error logs indicated that the switch was active during start up, thus not entering 2d acquisition mode. The reported issue occurred during a spinal fusion, where the site elected to continue the procedure without medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.